Event description:
Information received by medtronic indicated that the insulin pump had blank screen. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported a blank display and a worn serial number label. Pump was received with a missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, cracked case near the corner of belt clip rails, faded serial number label, missing display window cover, cracked keypad overlay. The unit was received without a battery cap. Unit passed sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms that the following alarms/alerts occurred around the event date: 58=failed batt test occurred on (B)(6) 2021 @ 00:59:05; 73=change battery fault occurred on (B)(6) 2021 @ 00:48:00. The adapt tool did not list any unusual pump errors whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, the blank display is not confirmed whereas the worn serial number label is confirmed. The unit does not pass due to the inability of a reservoir to lock into place.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.